Manufacturer narrative:
The product analysis indicates that the handpiece was broken. A pre-repair temperature test could not be performed. The collar, release collar, o-ring, motor, and bearing were deteriorated. The handpiece was cleaned. The motor cable assembly, collar, release collar, o-ring, ball, and bearing were replaced. The device was successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the handpiece overheated. There was no patient involvement or injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.